Event description:
It was reported that a user experienced a hypoglycemic event with a lowest continuous glucose monitor reading of 66 mg/dl while using the ilet system with a g7 sensor, after several hours of in-range glucose and minimal automated basal delivery preceding the event; the user treated with oral glucose in the form of orange juice and/or glucose gel, and glucose subsequently returned to range. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the event without hospitalization. Investigation included case review, assessment of device-delivery behavior relative to sensor data, and user troubleshooting and education. Investigation of this case revealed no device malfunction and no identifiable external precipitating factor, with ilet delivering minimal basal in response to declining glucose and appropriate recovery after carbohydrate treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.